Event description:
The pt was received as an outpatient for an exchange of a blocked gastric tube. The old tube was removed by the radiologist. However, the retention portion of the tube broke off the main body of the tube upon removal. The portion of the tube remains in the patient's stomach.